Event description:
It was reported that during a da-vinci assisted surgical procedure the distributor clinical sales representative (csr) called in to report that the bipolar energy was not working. The csr was not on site, but, before calling technical support, she guided the customer to replace the bipolar instrument and cautery cable without success. The customer was having a question mark on both bipolar ports and was continuing with the procedure using monopolar energy and the e-100 generator with a vessel sealer instrument for bipolar energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the csr to provide a direct phone number to troubleshoot with the customer, but she stated they would not be able to further troubleshoot as they were continuing with the procedure and did not want to lose more time. The tse recommended the csr to replace cautery cable by a brand new one when they would have the chance, which she wanted to tell the customer. The csr did not call back; therefore, the tse reached out and she stated that they finished the first case with monopolar and e-100 generator with the vessel sealer. They were going to have a second case but had no further information. After the isi field service engineer (fse) called to inform that the customer told him that the bipolar energy was working for the second case of the day, but it was not clear what solved the issue. The procedure was completed with no patient harm, serious incident, or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) obtained the following additional information regarding this event: the erbe bipolar ports were not working, so they finished the procedure using vessel sealer on e-100 generator for coagulation and erbe for monopolar energy, which was still working. The tse does not know which instrument was used to begin the surgery and which one was used ending the surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Manufacturer narrative:
The reported event was addressed with phone support. The customer contacted the field service engineer (fse) and stated that the bipolar energy was working for the second case of the day, but it was not clear what solved the issue. The fse canceled the work order to visit site. System was working properly and no additional action was required as the issue was resolved.

Event description:
Refer to h11 for follow-up information.